Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Results: one used sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6131629. The sample was visually inspected. A dark colored piece of fm between the seal of the packaging. Ftir was run on the fm. The analysis revealed that the fm is likely a mix of polypropylene and polyethylene. Polypropylene is the material the barrels are made from while polyethylene is the material the blister packs are made from. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there was foreign matter in the fluid pathway of a 60 ml bd­¿ syringe luer slip in the sealed packaging. No medial interventions were reported.